Event description:
On 08/15/2024, intuvie received a report from the customer reporting a zyno pump had system error. No patient injury/harm reported.

Manufacturer narrative:
The pump was requested to be return for further investigation. This MDR will be reopened and updated in the event the pump involved or additional information becomes available. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint #:(B)(4).

Manufacturer narrative:
This complaint is being reopened for device evaluation as the pump was received on 08/23/2024. There are no other complaints on this device. Historical records were reviewed. It was discovered that there were discrepancies in the test records. Ncr #(B)(4) had been initiated to address the discrepancies. The pump completed a 15 ml infusion without a system error taking place at any time. However, during testing, it was found that the pump had a flow rate deviation of 6.53%. Consequently, it necessitated an adjustment to the pump's flowrate %. It was confirmed the recalibration addressed the issue successfully. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint #(B)(4) .

Manufacturer narrative:
Upon reassessment, the reported flow rate failure mode has been determined to be non-reportable. Events involving a faster flow rate are not reportable when flow rate accuracy is above +5% but below +15% specification. The severity of this failure is 1 - inconvenience or temporary discomfort. Our evaluation concluded that the event did not pose a risk to the health of patients, users, or bystanders. Furthermore, the report did not allege a serious injury or death, nor would a recurrence of the reported issue be expected to cause or contribute to a serious injury or death. Reference to complaint #: (B)(4).